Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was initially treated with amikacin (25mg, three times a day) for peritonitis. Four days after the event onset, the patient was hospitalized for the event. Five days after the event onset, the patient began treatment with vancomycin injection (2gm, ongoing), ceftazidime injection (1.5gm, ongoing) and amikacin injection (100mg, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was reported that patient retraining was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital and has recovered 14 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.